Event description:
It was reported that a knee instrument fractured or missing ball bearings and returned through worn instrument program. There is no additional information.

Manufacturer narrative:
The reported event was considered confirmed as the returned device showed signs of wear and is missing the ball bearing components. Visual inspection of the returned tasp shim exhibits signs of repeated use (nicked or gouged) and has both of components 1 and 2 disassembled / missing. The missing components were not returned. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. Root cause of the event is attributed to the design of the device, which has been the subject of a previous corrective action. It was determined that this device was manufactured prior to the corrective action. No further action is required. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a knee instrument fractured and returned through worn instrument program. There is no additional information at this time.